Manufacturer narrative:
Block b3: exact date unknown, event occurred over a year ago from the date the manufacturer was made aware. D6b: explant date: (B)(6) 2024. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 7090740/7097035. UDI: (B)(4).

Event description:
It was reported that all components were explanted due to inadequate stimulation. The explanted products were discarded per hospital policy. No further information has been obtained despite good faith efforts.